Event description:
It was reported by the customer that the device is not recognizing the ac mains input, and the ac mains led is not illuminated. The reported problem is indicative of a device that will not operate on ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control elevated the device and verified the reported problem. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper device operation was confirmed and the unit was returned to the customer. The power supply assembly was not returned to (B) (4) for evaluation. Further root cause of the reported failure cannot be determined.